Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented to the hospital with an infection. The hospital declined to elaborate on the type of infection that the patient had. Based on the hospital's clinical judgment, a decision was made to explant the lvad for recovery of the patient's natural heart.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.